Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 09/30/2019. Device evaluation: the device was received at the manufacturing site with original packaging component (folding carton). The return includes a cartridge, and lens case. A visual inspection was performed and haptic stuck in cartridge was observed. Some viscoelastic residues were in the cartridge. The complaint issue was verified. However, due the condition of the returned, a product deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age / date of birth: unknown/not provided, sex / gender: unknown/not provided. If implanted, give date: not applicable, as lens was removed during the initial surgery. If explanted, give date: not applicable, as lens was removed dring the initial surgery. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic on the intraocular lens (iol), model za9003 broke upon injecting the iol in to the eye. The doctor enlarged the incision to 2.75 and removed the lens. It was confirmed that there was no patient injury. It was noted that the device is available and that the trailing haptic is still stuck in the cartridge. No additional information was provided.